Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator alarmed for high o2 concentration. The investigation found defective nozzle unit of the gas modules. The problem was solved by replicating the nozzle unit of gas modules. After replacement, the ventilator passed all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No device logs were received and the replaced nozzle units was not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator alarmed for high oxygen concentration. There was no patient harm. Manufacturer ref. #: (B)(4).